Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid [concentration unknown] at a dose of 3.840 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on (B)(6) 2017 that the patient¿s second pump did not work so they replaced it at an unknown date. It was stated that the patient had had ¿accutane therapy¿ that caused issues of chronic acute pancreatitis three to four years ago and had psoriasis of the liver on (B)(6) 2012 from hyperlipidemia. Please note that the report indicated that the patient was slurring and rambling with his words and it was unknown that all the information the patient was stating had been documented accordingly.